Event description:
The lead was not explained, it was capped. Loss of capture. Will not be returned. This event is related to (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.